Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump time and date settings became off by more than five minutes in a month. The reporter also noted the pump date was not updating to the current date at midnight.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the pump time was manually changed from 2:39pm to 1:41pm on (B)(6) 2014. A timekeeping accuracy test was performed. The pump maintained time accurately during a 5 day duration test. The pump was left without power for one hour and when the pump was powered back on, the time and date had returned to the default time and date. The pump case was removed and the internal clock battery was found to be leaking. The complaint that the pump was losing/gaining time was not able to be fully investigated due to the internal clock battery issue. The complaint that the pump was not switching to the correct date at midnight was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.